Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 70 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 88 mg/dl and 99 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 09/17/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for test results: 1:111mg/dl (B)(6) 2015 07:21pm fasting:yes; 2:123mg/dl (B)(6) 2015 07:07pm fasting:yes; 3:71mg/dl (B)(6) 2015 04:18pm fasting:yes; 4:91mg/dl (B)(6) 2015 10:47pm fasting:no; 5:85mg/dl (B)(6) 2015 10:09pm fasting:yes. Adverse event not reported.